Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with loss of capture (loc), therefore, it was surgically abandoned and successfully replaced. Other than the procedure, no additional adverse patient effects were reported.